Event description:
It was reported that when a tpn bag label was scanned in the pharmacy, abacus displayed that the label had already been used. The labels had been duplicated due to a previous software version being reinstalled by the customer. This issue was resolved by having the customer print new labels to proceed with orders. The customer destroyed the duplicate labels. There was no patient involvement. No additional information is available.

Manufacturer narrative:
As the reported event was a software issue and resolved by over the phone by baxter technical services, no product was returned for evaluation. A CAPA has been opened to address the reported issue. Should additional, relevant information become available, a supplemental report will be submitted. Product not returned for evaluation.